Manufacturer narrative:
Age at time of event/date of birth were not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. The pump was disassembled at the customer site and was not returned for evaluation. Photographs submitted for review showed rings of red, tissue-like thrombus around the inlet bearing cup and inlet bearing. The tissue appeared to show laminated layering, indicating that the rings formed over an undetermined period of time. The photos also showed what appeared to be a white, tissue-like thrombus in the outlet stator, around the outlet bearing. The observed thrombi would have contributed to the reported hemolysis and could have caused increased rotor drag, resulting in the reported increase in pump power and estimated pump flow. The cause of the thrombi could not be determined. A review of the submitted log files was performed. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file with power readings in the 5.0-9.6w range. The system appeared to be operating as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient contacted the hospital's clinician with complaints of hematuria. The patient was admitted to the hospital due to suspected hemolysis. It was reported that the patient¿s pump power consumption and estimated pump flows increased. The patient's lactate dehydrogenase (ldh) level was 2273 u/l and a heparin infusion was initiated. On (B)(6) 2016, the patient underwent a pump exchange without complication. On (B)(6) 2016, the patient was discharged home. The explanted device was retained by the hospital and would not be returned for analysis. No further information was provided.